Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 513 mg/dl. Customer did not perform troubleshooting since the insulin pump was off. The battery cap was missing so the insulin pump stayed off. Customer had magnetic resonance imaging done while she was connected to the insulin pump. Customer had 477 mg/dl blood glucose reading at 4:43 pm. Customer current blood glucose reading was 283 mg/dl. Customer treated their high blood glucose reading with manual injection. Customer was not feeling good, was sweating and tired because of high blood glucose reading. Battery cap will be ship to the customer. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.